Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A sentrant sheath was used as an accessory device in an unknown tevar procedure it was reported the angio taken at the end of the procedure showed a tear in the right external iliac artery. Ballooning was performed followed by stenting with non mdt devices. The site assessed the event as having a causal relationship to the sentrant sheath and to the procedure. The sponsor assessed the event as related to both the device and the procedure no additional clinical sequalae were reported and the patient is fine